Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during setup, they noticed an unfamiliar tag within the tubing pack. The product was not changed out. There was no patient involvement. The surgery was completed successfully.

Manufacturer narrative:
Terumo did not receive the actual device for evaluation; therefore, a follow-up report will be submitted when more information becomes available. (B)(4).